Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the damage to the soft tip appears to be related to procedural conditions due to the clip becoming caught on the tip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The clip delivery system device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) soft tip damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve leaflets; however, grasping the leaflets was unsuccessful due to the anatomy and tissue damage occurred. When retracting the cds into the sgc, the clip got caught on the tip of the sgc, one clip arm was inside the sgc and the other clip arm was outside of the sgc and the soft tip of the sgc became damaged. Troubleshooting techniques to remove the clip from the sgc were unsuccessful. The cds and sgc were brought back across the septum and were removed through the right femoral vein. The vein was successfully closed with the previously placed closure devices. The procedure was discontinued. No clips were implanted and mr remained at 4+. The patient remained stable. It is unknown if additional treatment will be performed. There was no clinically significant delay during the procedure. No additional information was provided.